Event description:
Kimberly-clark received a report stating, the mrf cable is malfunctioning. The staff had to hold the cable into the pmg very tightly in order to continue the lesioning process. When they tried to complete the second lesion, the cable kept showing error windows. They were unable to complete the second lesion." No patient injury occurred and no further medical intervention was required. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database (B)(4).

Manufacturer narrative:
The review of the device history record is pending. The device was returned to kimberly-clark for evaluation, and analysis of the returned device is pending. If any additional relevant information is identified following completion of the DHR review or analysis of the device, the relevant information will be submitted in a follow-up report. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.